Event description:
A patient implanted with an osm ipg experienced a lead dislodgement that required a lead revision procedure. However, before the lead revision procedure occurred, the patient informed their physician they "[did] not want to move forward and would prefer the system be extracted." As a result, the procedure scope was modified to remove the osm ipg and connected leads entirely, which were explanted on (B)(6) 2026. The explanted ipg was returned to ID USA in marlton, nj, sent out for decontamination at an approved decontamination facility, and returned to ID USA for evaluation on february 13, 2026. The ipg passed all electronic controls testing and did not exhibit any malfunctions. There is no evidence to suggest the ipg malfunctioned while implanted.